Event description:
The intralasa fs layer was used to create a corneal flap for lasik surgery. Postoperatively the patient presented with bilateral diffuse lamellar keratitis (dlk). A flap lift and rinse was performed postoperatively. The patient responded to treatment and the dlk has resolved. The patient's most recent postop bcva is 20/20. It was conveyed to intralase the facility was using balanced salt solutions (bss)which was recently recalled by the FDA due to high levels of endotoxins. This may have been contributing factor in this dlk incident.